Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had an air bubble. The customer¿s blood glucose was 128 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle missing. Unable to performed pre-fill test. Using a new lab transfer guard; performed pre-fill test to reservoirs per. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.